Event description:
The patient has left vocal cord paralysis. He was seen on (B)(6) 2013 for a followup visit. It was reported that his voice was somewhat better. His vns is currently programmed on and no setting changes made.

Event description:
This patient was recently implanted with their vns system. During surgery there was difficulty implanting related to helicals popping off nerve. Ultimately the electrodes stayed on the nerve and diagnostics performed were within normal limits. It was reported (B)(6) 2013 that the patient now has lost his voice. It was reported the event was noticed by their neurologist on (B)(6) 2013. The patient reports voice change right after surgery that has not gotten worse and stayed the same with continuous voice loss. The patient was evaluated by and ear nose and throat physician on (B)(6) 2013. A scope was performed according to the patient and they were diagnosed with paralysis of their left vocal cords. They will be seen for follow up in two months. Their device is currently programmed on.